Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during a software upgrade. There was no harm or injury reported. The customer reloaded the software to address the issue.